Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, after the left ventricular lead was placed and the catheter guide cut, the physician felt an obstruction within the lead. Upon passing saline solution through the lead, perforation of the lead was noticed. The lead was no longer used and replaced. No patient symptoms were reported